Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 23-jul-2024 that the patient got admitted to hospital as infusion set cannula was dislodged from tissue which results into high blood glucose level of 859mg/dl. The customer addressed the high blood glucose by mdi. Hospital staff gave treatment to patient - IV and fluids of saline and insulin and 24 hour drip. Hcp confirmed that this issue affected patient's kidneys which are stabilized now. Later, patient got discahrged from hospital on (B)(6) 2024. No further information available.